Event description:
During a cardiopulmonary bypass procedure, the central monitor of a heart lung console dimmed intermittently. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.